Event description:
It was reported that the procedure was to treat a moderately tortuous left anterior descending artery. The patient was admitted for emergency surgery at 1:00 am and a 2.5 x 23 mm xience v stent was implanted. Post-dilatation was not performed at this time. At 9:00 am the patient started complaining of chest pain and was brought back to the cath lab where it was found that the artery was closed. A 3.0 x 15 mm nc trek and a 3.25 x 12 nc trek were used to post dilate the stent. The chest pain subsided and the patient is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the stent remains in the patient. A follow-up report will be submitted with all additional relevant information.